Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A lot number was not provided and therefore a device history record review could not be completed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A used sample without its original packaging was returned for evaluation. Visual inspection was performed under normal conditions of illumination finding that the ring of the cannula was detached. No functional testing was performed on the returned samples, however, based upon previous complaint, an attempt to reproduce the broken ring was conducted by cutting the ring of the inner cannula with excessive force and it was possible to reproduce the failure mode. Production performs 100 percent visual inspection of the devices to ensure the device has been positioned correctly in the pack. Therefore, the most likely root cause of the reported product problem was the device was damaged sometime after it left the manufacturing facility. Actions taken to mitigate the reported failure was training personnel to verify parts are free of damage, cracks, cuts according with the procedure. (UDI / catalog) is unknown. No product information has been provided to date.

Event description:
It was reported that during a pre-use check, the ring for the inner cannula got torn. No patient injury reported.